Event description:
It has been reported to philips that the power button did not work and the device would not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use at the time of the event and got delayed .the philips remote service engineer (rse) inspected the device remotely and confirmed that he first position of the firing knob had been depressed after releasing it, the equipment worked normally. Upon functional test fse found that issue with hand switch. The fse replaced hand switch. After replacement of hand switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Conclusion code and health impact codes were corrected.